Manufacturer narrative:
The pump passed the displacement test. The pump failed to pass the active current test and sleep current test due to high current. The pump failed to pass the self test due to pump error 75 occurring during testing. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or on event date in history files or trace files. Pump error 75 occurred on (B)(6) 2022 12:34 pm in pump history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2, force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, overlay scratched, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), serial number label missing, damaged display window cover. Blank display was not observed during analysis. Blank display not confirmed. Frozen display is not confirmed. Pump error 75 is confirmed due to moisture damage found on j6 connector. Charge/battery lasts less than expected & unexpected battery power loss is confirmed due to moisture damage found on pcba 1 & pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The display did not return to normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.